Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra smart meter read inaccurately. The medical surveillance specialist contacted the patient to obtain/clarify information. The patient says that she obtained a reading of 156 mg/dl and one and one half hours later obtained a reading of 300 mg/dl. Another result that day was 225 mg/dl. Since the readings were taken greater than 20 minutes apart, this is too long of a time frame to compare the readings. She says that based on the readings her caregiver gave her doses of insulin. She has a slow-acting insulin and a rapid-acting insulin in her regime but she does not know the names or doses. Therefore, she does not know what doses she was given that day. She reportedly developed symptoms of stomach cramping, sweats (cold sweats) and blurred double vision that day and blamed overdosing on insulin. She does not recall when the symptoms happened relative to dosing her insulin. She went to urgent care at the hospital, but was not given any treatment for the symptoms and the symptoms passed when she was there. She says she was on insulin for about a month but now the doctor put her back on oral medications temporarily due to the symptoms she was having while taking insulin. It was determined during the troubleshooting telephone call, the patient's testing technique was correct and the puncture area was cleaned correctly. The meter was set to correct unit of measure at the time of testing. The results were verified in the meter memory. This complaint is being reported because the patient alleged the meter readings were inaccurate, took too much insulin based on the results, and suffered symptoms indicative of hypoglycemia after that.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.